Manufacturer narrative:
Additional information was received stating the false air in line alarms occurred during testing in the biomedical department with no patient involvement. No additional information is available. Health effect - impact codes f26 is updated to f27 . The device was received for evaluation. During functional testing, the reported problem "continuous air in line error" was reproduced. A review of the event history log revealed "air-in-line" error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed continuous air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.